Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3093-28, lot# v536392, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v536392, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v536392, implanted: (B)(6) 2010, product type: lead; product ID 3093-28, lot# v536392, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient¿s lead slipped and they needed surgery. The wires were on top of the implant and pushing it into the scar. The stimulator was in a ¿sitting¿ position instead of lying flat. The system was replaced. See also manufacturer¿s report # 3004209178-2015-04182 for the concomitant system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.